Event description:
The rptr stated that they did meter to lab comparison tests, within ten minutes of each other. The tests were done in a fasting state. Their meter test (capillary) was 112 mg/dl, and the venous lab test result was 185 mg/dl. A control test was in range. On followup, the rptr stated that they fully inserts the test strip and their technique of applying blood is accurate. They check the confirmation dot for an adequate sample and clean their meter on a regular basis. No harm was alleged.